Event description:
A zoll dist returned electrode belt sn (B)(4) indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) was completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to corrupt programming of processor u713 on the distribution node pca. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective electrode belt.